Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported failure was confirmed. The used interface holder was replaced and the unit was returned to clinical service. The consequence of this kind of mechanical damage is that the user interface gets detached and, in a worst case scenario, falls off the ventilator carrier. Our conclusion is that the user interface has been exposed to mechanical forces that are greater than it is designed to sustain. The ventilator design has been successfully tested for mechanical strength; with a peak acceleration of 15 g, pulse duration 6 ms and a total number of 1000 impacts.

Event description:
It was reported that the user interface holder broke. There was no patient involvement. (B)(4).